Manufacturer narrative:
Concomitant medical products: smiths medical level 1 h-1200 fast flow fluid warmer; smiths medical d-70 normotermic IV fluid administration set, lot 3627483; b.bruan 16 gauge introcan safety IV catheter; b.braun 18 gauge introcan safety IV catheter, therapy date (B)(6) 2020. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the needleless connector unintentionally disconnected from an intravenous catheter three times, which caused leaking under the transparent dressing. The event occurred while the patient was receiving blood products and fluids through a level 1 rapid infuser device following the facility's fluid resuscitation and massive transfusion protocol. The nurse then reattached the tubing using extra attention to secure the connection. The event occurred in the emergency department. There was minor delay in the course of treatment but there was no patient injury.

Event description:
It was reported that the needleless connector unintentionally disconnected from an intravenous catheter three times, which caused leaking under the transparent dressing. The event occurred while the patient was receiving blood products and fluids through a level 1 rapid infuser device following the facility's fluid resuscitation and massive transfusion protocol. The nurse then reattached the tubing using extra attention to secure the connection. The event occurred in the emergency department. Although it was noted that there was a minor delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information provided: section; b.5. (Patient/event information clarified/detailed), and d.10. Correction; h.6. (Patient code). ************************************************************************************************************** the customer¿s report of the needleless connector unintentionally disconnected from an intravenous catheter three times, which caused leaking was not confirmed. The associate sets and components were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the associate set noted no damage or any anomalies. Functional and pressure testing resulted in the associate set flowing freely and ran with no issues observed. No disconnection or leaking at the engagement between the maxzero connector and IV catheter was observed. Examination under magnification of maxzero connectors, administration set male luer, extension set male luer, and female luer end of the catheters observed no damage on any of the components. Dimensional analysis was performed and all the connecters were found to be within the required specification(s). The root cause of the customers reported disconnection and leaking that would occur could not be determined.